Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify weak battery alarm due to blank display. Pump received with partial broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that piece on the reservoir chamber was missing. The customer¿s blood glucose level was 190 mg/dl. The customer also stated that the insulin pump had blank display. Troubleshooting was performed for damage and noticed that the reservoir was loose. Troubleshooting was continuing to blank display and noticed that the display did not return. The insulin pump will be returned for analysis.